Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, an iol presented with a twisted haptic in the cartridge and the other haptic broke during implantation. The wound was widened and the lens was removed during the initial surgery. A new lens was implanted and a suture was needed to close the wound. The surgery was completed. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge. The company model is only qualified for use in the company (a) and (b) cartridges. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/company combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).